Event description:
It was reported that the pump was interrogated on (B)(6) 2012 and there were no alarms; it was unclear if there were any device/patient issues on this date. However on (B)(6) 2012 it was reported that patient had indicated to the reporter "last week" that his pump "was not working". A volume discrepancy was stated with the actual residual volume greater than the expected residual volume; per the healthcare provider at the last refill it was off by "over 5 ml". Patient experienced withdrawal had increased pain and sweating. The pump was replaced. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk; catheter: model: 8709, lot# l57855, implanted: (B)(6) 1998. (B)(4).

Event description:
Additional information was received. It was reported patient had no injury. The pump was returned for analysis.

Manufacturer narrative:
Analysis of the pump found hole in pump tube and gear train anomaly due to corrosion or wear or lubrication. Analysis identified the alarm was within specification. The catheter access port (cap) was found to be patent. The pump tested within specification for flow accuracy. No end of life (eol) occurred while testing in the laboratory. The electrical resistances of the motor coil and electrical feed throughs were within specification. Destructive analysis identified a breach in the pump's internal pump tube, which allowed the drug to enter the motor cavity. Residue was found on the internal components of the pump motor.

Event description:
Additional review reported that when the pump was explanted, the reporter could hear ¿like a tic alarm every minute¿ coming from the pump. The pump was interrogated but there was no indication that the pump was alarming.

Manufacturer narrative:
(B)(4).